Event description:
The customer stated that she has been having repeated no delivery alarms. The customer then stated that she was hospitalized for diabetic ketoacidosis. No blood glucose reading was reported. The customer stated that an insulin pump was loaned to her by a nurse, and she no longer experienced no delivery alarms. The customer asked to have her insulin pump replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.